Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence, dyspareunia. It was reported that the patient underwent mesh removal on (B)(6) 2014 due to obstruction. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 06/02/2016. Additional information: age/date of birth.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent pelvisoft and align implants on (B)(6) 2008 due to pop and sui. (B)(4).

Manufacturer narrative:
It was reported that patient underwent paravaginal colposuspension on (B)(6) 2005.